Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine device evaluation. Upon interrogation, it was discovered that the patient's left ventricular lead was not capturing. The patient was asymptomatic. The physician elected to explant and replace the lead. The patient was in stable condition throughout the procedure.